Event description:
It was reported by the patient that alert triggered due to recalled lead. The right ventricular (rv) lead was explanted and replaced. Additional information has been requested, but is not available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 4194 implantable pacing lead 2006-(B)(6), 5076 implantable pacing lead 2006-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.